Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern and customer's condition since the initial call- unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with results obtained of 50mg/dl. The expected fasting blood glucose test result range is 100 to 200mg/dl. The customer did report symptoms of dizziness, pain and sweatiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was declined by the customer. The test strip lot manufacturer's expiration date is 09/23/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.(customer declined). Customer stated approximately a month ago unknown date customer injected insulin novolog per a sliding scale unknown glucose reading from our meter but states that he had hypoglycemic symptoms of sweatiness, pain, dizziness 3-4 hours after injection of novolog insulin. Customer stated his glucose was low a 50 mg/dl fasting after the 3-4 hours after injection. Customer stated they did not seek any medical interventions related to this concern. Customer at time of call stated they do not have control solutions. Customer did not have symptoms at time of call.